Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that serum in tubes is not separation thus resulting in poor separation barrier. The serum is not separating as expected in the tube.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that serum in tubes is not separation thus resulting in poor separation barrier. The serum is not separating as expected in the tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor serum was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor serum were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor serum) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor serum. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor serum were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10.